Event description:
It was reported by the customer that their insulin pump had been damaged. Customer stated that the device had cracks on the display screen, reservoir compartment and battery compartment. Customer stated they do not recall any significant events that lead to the damage or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 106 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump had moisture damage to the electronic assembly. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip.